Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. The event can be prevented by following the instructions for use which state: ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head¿s image ¿flickers¿. The event was observed during preparation for use for a therapeutic biliary surgical procedure. There was no procedural delay, and the patient was not under anesthesia, the procedure was completed with a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty cable/disconnection. Additionally, it was observed that the pin at the coupler was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.